Event description:
It was reported that the user experienced low blood glucose while using the ilet after announcing a dinner meal, with the event associated with an incorrectly announced meal size and subsequent hypoglycemia. Symptoms included hypoglycemia reaching a low of 61 mg/dl accompanied by a headache. Outcomes included treatment with oral fast-acting carbohydrates, including candy and soda, with recovery reported and no medical intervention or hospitalization. Investigation included review of pump reports and user education on meal announcement practices. Investigation of this case revealed that the user likely under-ate relative to the announced meal bolus and had been frequently announcing less-than-actual meal sizes, which may have led the system to adapt and contributed to the low glucose event. It was concluded that user-related factors, including a mis-announced meal and intake less than the bolused amount, led to hypoglycemia, and the user was advised to consult their healthcare provider regarding potential ilet adjustments.